Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify excessive no delivery alarm and battery out limit alarm due to motor error alarm. Pump had minor scratched display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called via phone call and reported that customer was having issues with the insulin pump.  Blood glucose was 7.0 mmol/l.  Customer was getting battery out limit and no delivery alarms.  Customer also received a motor error alarm, there is no motor position encoder error alarm, able to rewind the insulin pump, but still  getting a no delivery alarm.  Advised insulin pump needs to be replaced.  Insulin pump is returning for analysis.